Manufacturer narrative:
Device 7 of 12. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
The end user reported that twenty-eight mm pre-cut convex wafer starter hole was off centered. He had two market units of the company's wafer and when supply arrived, out of which he found that twelve of them were off-centered and could not wear them. A photograph depicting the issue was received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause. H11: investigation summary: photograph, video and/or physical sample evaluation: ¿ there was a photograph associated with this case and in this, the reported defect can be seen. Batch record revision results: lot 4b01608 was manufactured on 13/feb/2024, in convex 1 pc line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 7/nov/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap), material identification (ID) 1161271 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 7/nov/2024, complaint investigator ran a query in database in order to verify the complaints reported for 4b01608 lot for the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ and as result no additional reportable complaints were identified during this search as per work instructions (wi). Historical nonconformance review: on 7/nov/2024, complaint investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ for the lot number 4b01608 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: - adhesive to convex disc centering (visual): nlt 0.095" (2.4mm) from ID of the adhesive center hole to ID of the convex disc at any point. (Qc tool 1289) - picture frame srp: nlt 0.504" (12.8mm), width of the srp left at any point on the picture frame. (Qc tool 1342-1) - picture frame srp to convex disc centering: nlt 0.040" (1.0mm) from the outer diameter of thermoformed disc to collar srp kiss cut inner diameter. (Qc tool 1344-1) frequency: hourly sample quantity: 5 samples. Acceptance criteria: accept = 0 / reject = 1 defect rate analysis: there have only been 12 defective parts confirmed to date from a lot size of (B)(4) products. (B)(4). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 4.0 this issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: a review of batch record was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. Additionally, a review of historical complaints was performed, and no additional complaints were identified, and a review of historical nonconformance showed no additional nonconformance. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.